Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the coating on the connecting tube was peeling. The customer's originally reported issues of bending section cover slack. And a dent in the connecting tube were confirmed. The following additional findings were also noted: assorted dents, chips, and scratches, and deformation of the control unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely, that the event was caused by stress of repeated use, external factors, or handling of the device. A definitive root cause cannot be identified. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope¿ as below: [inspection of the endoscope]: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor the field performance of this device.

Event description:
A distributor reported on behalf of the customer, that their tracheal intubation fiberscope exhibited slack in the bending section cover, and a dent in the connecting tube. Upon inspection and testing of the returned unit, it was discovered, that the coating on the connecting tube was peeling. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.